Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the vision stent delivery system balloon ruptured at 7 atmospheres with first inflation in the predilated right coronary artery lesion. Despite the balloon rupture, the vision stent was deployed and was post dilated with an nc voyager. There were no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Eval summary: balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this suggests that the balloon was not likely damaged prior to use. Based on the information provided, the lesion was 90% stenosed, which may have contributed to the experienced rupture. In this case, an interaction with other devices and/or the tortuous and calcified lesion may have damaged (scratched) and weakened the balloon material, such that the balloon ruptured upon inflation at 7 atm which is below the rated burst pressure (rbp) of 16 atm. Return of the vision stent delivery system may have aided in the evaluation and determination of cause. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. All stent delivery systems are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.